Manufacturer narrative:
The reported event of low battery / eri message was confirmed. Analysis of the returned ipg found that the device had normal battery depletion; a longevity calculation confirmed normal battery depletion based on average device usage.

Manufacturer narrative:
The event date and date of explant are unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported that diagnostics indicated the elective replacement indicator (eri) and communication loss. Therapy loss followed. As a result, the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of explant was gathered/confirmed via follow-up.